Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the headset and connector plate detached from the plaster of the infusion set. It was alleged that this has occurred with 3 different boxes of infusion sets. It is unknown if they were from the same lot number.